Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving medication via an implanted pump. The indication for pump use was malignant pain (head/neck). On (B)(6) 2016 the patient reported increased pain. An x-ray was taken and it was found that the catheter was dislodged. No action was taken. The event outcome was reported as "ongoing." The event was related to the device or therapy and not related to the implant procedure. It was noted that a physician from another pain clinic reported the patient presented to his office for consult due to its closer proximity to her home. He reported her pain was not controlled. He ordered an x-ray which revealed the catheter had become dislodged. The patient planned to transfer care to the other pain clinic, but the other physician had requested that the patient's current managing physician revise the catheter first. As of (B)(6) 2016, the patient had not been scheduled.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome of the event was unresolved at the time of study exit/death/study closure.

Manufacturer narrative:
Updated.

Event description:
Additional information was received that the patient's pump was delivering hydromorphone 2.0 mg/ml at 0.3501 mg/day, bupivacaine 10 mg/ml at 1.750 mg/day, droperidol 100 mcg/ml at 17.50 mcg/day and clonidine 100 mcg/ml at 17.50 mcg/day. It was noted the patient was also taking oral hydromorphone at the time of the event. The patient's pertinent medical history included pain and peripheral neuropathy.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated the reason the patient exited the study was that the patient was no longer available for follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.